Manufacturer narrative:
(B)(4). Medical device: batch # unk. See facility medwatch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: I believe they were using a white possibly a blue reload. The surgeon mentioned it was difficult to close the device. After holding for a unknown period of time she opened the device and closed a second time and closure was much easier than first. Fired device, did not feel that it was a complete firing and tried to open device and was unsuccessful. Attempted to press release and push firing and closing handle forward at the same time still unable to open. [FDA medwatch (B)(4) endopath 6-10-2020 (1).pdf].

Event description:
See user facility medwatch # mw (B)(4).